Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a lot specific product deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that the stenting procedure was performed in a mid right coronary artery. The vessel was described as heavy tortuosity. The lesion was a 15 mm denovo, 100% stenosed, chronic total occlusion (cto) with moderate calcification. The mini trek rx 1.2 x 6 mm device was advanced to the lesion. There was some resistance felt on advancing due to the cto lesion. Pre-dilatation was performed with a mini trek rx 1.2 x 6 mm however, the device ruptured on the first inflation to 8 atmospheres for 10 seconds. The mini trek was removed from the patient anatomy with resistance noted during removal due to the cto lesion. A nc trek 3.0 x 15 mm device was used to pre-dilate so that a xience v 3.0 x 15 mm stent could be deployed to complete the procedure. There was no reported adverse patient effect or clinically significant delay in the procedure. There was no additional information provided.